Manufacturer narrative:
Product event summary: manufacturer¿s analysis noted that the radio frequency (rf) programmer head was causing the programmer to shut down as soon as it was plugged in, and the programmer would not turn back on until the rf head was removed; the rf head cable was replaced. The device passed all tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.